Manufacturer narrative:
Correction to regulatory report #: 3004209178-2025-17294: section b1 blank, updated to adverse event, product problem. Section b5 contained extraneous information, now edited and resubmitted as correct. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they didn't feel the stimulation at all for probably about a month; or at least wasn't providing much relief. Patient confirmed the ins was charging fine and stim was powered on. Patient mentioned they tried to increase stimulation from 3.5 to 4.5, but they still couldn't feel any relief. The patient was redirected to their healthcare provider to further address the issue. Agent provided and explained use of nas phone number for healthcare provider office to call.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they didn't feel the stimulation at all for probably about a month; or at least wasn't providing much relief. Patient confirmed the ins was charging fine and stim was powered on. Patient mentioned they tried to increase stimulation from 3.5 to 4.5, but they still couldn't feel any relief. The patient was redirected to their healthcare provider to further address the issue. Agent provided and explained use of nas phone number for healthcare provider office to call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.